Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the reason for explant was ineffective therapy. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.